Event description:
It was reported that the surgeon used this drill bit during a neuroendoscopic transnasal transsphenoidal pituitary lesion resection, and a shaft of the drill bit broke immediately. No patient impact reported. It was also noted that to ensure the continuation of the surgery, a new drill bit was used as a replacement. The procedure was completed with backup product. Additional intervention was performed, and the procedure was completed with backup product(s). On additional follow-up, there was no patient impact reported.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned and discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: based on additional information received, the lot number has been updated as the previously reported lot number was incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.